Event description:
Cracked blue hub on triple lumen catheter four hours after insertion. By midnight of (B)(6) 2017, red hub also cracked. Reported as incident; however, no patient adverse event occurred. Hub was taped and locked to prevent use. Red hub later discovered cracked due to leakage. (B)(4).